Manufacturer narrative:
(B)(4). The customer provided one image for analysis. The image shows one guidewire and a catheter contained inside the kit package. The guidewire appeared to be kinked towards one end. The customer also returned one opened sac arterial kit with a guidewire and catheter inside for analysis. Definite signs of use were observed. The needle was not returned. Visual analysis of the guidewire identified four kinks distributed along its length. Dimensional testing confirmed that the returned guidewire did not match the size of the guidewire provided within the reported kit. The kinks on the guidewire measured 41mm, 48mm, 294mm, and 320mm from one end of the guidewire. The guidewire length measured 346mm, which is not within the specification limits of 245mm - 254mm per the guidewire product drawing. The guidewire outer diameter measured 0.50mm, which is not within the specification limits of 0.43mm - 0.46mm per the guidewire product drawing. Based on the discrepancy in the guidewire measurements, it was assumed that the incorrect guidewire was used. The guidewire provided with this kit should be wmz-01825-001 , which is a smaller-sized guidewire. The use of a larger guidewire could be the root cause of the customer's report that the guidewire did not advance through the introducer needle. Multiple attempts were made to contact the customer to confirm which guidewire was used; however, no additional information was provided. The returned guidewire was inserted into a lab inventory 20ga needle (inner diameter measured 0.027"). Minor resistance was encountered at the location of the kinks; however, all functional sections of the guidewire passed with little to no issue. The needle provided with this kit is a 24ga needle. Attempting to pass the returned guidewire into a 26ga needle would result in significant resistance due to the size discrepancy. Performed per IFU statement, "insert tip of guidewire through introducer needle into artery". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "use care when removing guidewire. If resistance is encountered, remove guidewire and catheter together as a unit. Use of excessive force may damage catheter or guidewire". The report of a kinked guidewire was confirmed through analysis of the returned sample. Visual analysis identified four kinks along the guidewire body, and dimensional testing showed that the returned guidewire exceeded the specification limits of the guidewire provided within the reported kit. These findings indicate that an incorrect, larger guidewire was likely used. Use of an oversized guidewire could have contributed to the reported issue of the guidewire not advancing through the introducer needle. Multiple attempts were made to contact the customer to confirm which guidewire was used; however, no additional information was provided. A device history record review did not reveal any relevant findings. Based on the customer's report and the sample returned, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "critical pediatric patient: during catheter placement, the guidewire did not advance through the introducer needle, so it was withdrawn and a new one was used without complications." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported that "critical pediatric patient: during catheter placement, the guidewire did not advance through the introducer needle, so it was withdrawn and a new one was used without complications." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "critical pediatric patient: during catheter placement, the guidewire did not advance through the introducer needle, so it was withdrawn and a new one was used without complications." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) investigation updated based on additional information received from the customer. New information is as follows: the customer provided one image for analysis. The image shows one guidewire and a catheter contained inside the kit package. The guidewire appeared to be kinked towards one end. It was noted that the guidewire appeared to be longer than the lidstock package in the photo. The customer also returned one guidewire and a catheter for analysis. It was noted that the package that the components were returned in is not the same teleflex lidstock that was seen in the customer-provided photo. The returned package was a generic tyvek package. Definite signs of use were observed. The needle involved in the complaint was not returned. Visual analysis of the guidewire identified four kinks distributed along its length. Dimensional testing confirmed that the returned guidewire did not match the size of the guidewire (wmz-01825-001) provided within the reported kit. This discrepancy suggests that an incorrect, larger guidewire may have been used instead of the intended smaller-sized guidewire (wmz-01825-001). Use of an oversized guidewire could explain the customer's report that the guidewire did not advance through the introducer needle. The kinks on the guidewire measured 41mm, 48mm, 294mm, and 320mm from one end of the guidewire. The guidewire length measured 346mm, which is not within the specification limits of 245mm - 254mm per the guidewire product drawing. The guidewire outer diameter measured 0.50mm, which is not within the specification limits of 0.43mm - 0.46mm per the guidewire product drawing. Based on the discrepancy in the guidewire measurements, it was assumed that the incorrect guidewire was used. The guidewire provided with this kit should be (wmz-01825-001), which is a smaller-sized guidewire. The use of a larger guidewire could be the root cause of the customer's report that the guidewire did not advance through the introducer needle. The returned guidewire was inserted into a lab inventory 20ga needle (inner diameter measured 0.027"). Minor resistance was encountered at the location of the kinks; however, all functional sections of the guidewire passed with little to no issue. The needle provided with this kit is a 24ga needle. Attempting to pass the returned guidewire into a 26ga needle would result in significant resistance due to the size discrepancy. Performed per IFU statement, "insert tip of guidewire through introducer needle into artery". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "use care when removing guidewire. If resistance is encountered, remove guidewire and catheter together as a unit. Use of excessive force may damage catheter or guidewire". The report of a kinked guidewire was confirmed through analysis of the returned sample. Visual analysis identified four kinks along the guidewire body, and dimensional testing showed that the returned guidewire exceeded the specification limits of the guidewire provided within the reported kit. It was noted that the package the components were returned in is not the same teleflex lidstock that was seen in the customer-provided photo. The returned package was a generic tyvek package. These findings indicate that an incorrect, larger guidewire was likely used. Use of an oversized guidewire could have contributed to the reported issue of the guidewire not advancing through the introducer needle. A device history record review did not reveal any relevant findings. Based on the customer's report and the sample returned, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.